Event description:
During pt support, the bvs 5000 console stopped pumping and displayed "system failure". Abiomed field service provided a backup console with no impact to the pt. The suspect console was returned and examined. The problem was reproduced and was related to the display of the unit. The display was replaced and the console performed to specifications. It was returned to the hosp.